Event description:
This is a non-us event. The malfunction occurred in (B)(6). The consumer reported a tampon came apart during removal and pieces of the tampon remained inside her. She removed some of the remaining pieces on her own and some pieces came out with the remainder of her menstrual flow the following day.

Manufacturer narrative:
Device history record could not be reviewed as the lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.